Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that at one point they discovered a kink in the patient¿s catheter and they ended up revising/replacing it (B)(6) 2016. It was indicated that no symptoms were mentioned with this event. It was noted that the patient was currently receiving (as of (B)(6) 2017) gablofen [1000 mcg/ml] at a dose of 463.1 mcg/day but it was not specified if this was the drug in the pump at the time of the event. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.